Event description:
It was reported that balloon rupture occurred.   The target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).